Event description:
Customer reported abo discrepancies when testing an a positive unit on the galileo for confirmatory testing. The sample resulted as ab positive (4+). No adverse reactions occurred as a result of the unexpected reaction.

Manufacturer narrative:
Review of instrument images: unexpected positive reaction in the anti-b well, b11. Agglutination present, irregularly shaped at 4+. Possible fibrin clot. Per the galileo operator's manual, "clotted samples should not be tested on the galileo." The instrument is operating as expected.